Event description:
The reporter stated, the surgeon attempted to insert an 18.0 diopter aq2015a silicone aspheric three piece lens, but the injector tore the back haptic. There was pt contact but no injury. Another same model lens was implanted. The reporter stated, the cause of the torn lens was due to the injector.

Manufacturer narrative:
(B) (4). (Injector tore back haptic). Eval: method: injector lot number search. Results: an injector lot number search was performed and four similar complaints were found within the lot search. Conclusion: based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B) (4).